Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (357 mg/dl) with large ketones present. The customer took a bolus to stabilize bg level. The customer declined to troubleshoot with tandem technical support. The customer stated the suspected cause of elevated bg levels was due to being sick with a sore throat and fever. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.